Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter could not be inserted into the snaplock adaptor. The catheter was removed and a new kit was opened instead.

Event description:
It was reported that the catheter could not be inserted into the snaplock adaptor. The catheter was removed and a new kit was opened instead.

Manufacturer narrative:
Qn#(B)(4). The DHR review of batch number 74f1703388 was performed and no relevant issues were found. DHR shows that the product was assembled & inspected according to our specifications. One unit of catalog number ca-000010-19 snaplock assy was received for analysis. After functional inspection sample was disassembled and was observed the soft tube bent (ca-000006-1). After functional inspection the sample was disassembled and soft tube ca-000006-19 was reviewed to verify the length using gage go/no go nlc08991 (due date: 15-sep-2019) and no issues were found. The soft tube was in the minimum. Sample was tested in pm-842 according to tp-000031 rev.02 (leak test for snaplock product) and pass test. Additionally, sample was tested in fixture fix-716 (nlc08827 due date: apr-12-2020) according to wi-002685 rev.03 (catheter insertion test for snaplock product) and pass test. Sample was also tested with the catheter that was arrived with the sample and the catheters available in facility (B)(4). It was noticed a little of resistance when the catheter was introduced inside of snaplock. A nonconformance was opened to identify the root cause and corresponding corrective actions. A risk evaluation has been generated. Customer complaint is confirmed, the unit had an occlusion. For this failure mode a nonconformance was opened and corrective actions have been performed.